Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device alarmed for e321 (battery charger timeout). The device was returned to the biomedical dept for an unspecified reason. Additionally during testing, it was noted that the battery was swollen. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.